Event description:
Description of original complaint: the distributor returned the item to the manufacturer as a preventative measure following a reported complaint on MDR report 9680837-2011-00002 for a similar item in which a patient sustained an esophageal burn. Relevant events and information obtained from the case: during the manufacturer's visual inspection it was noted that the shape of the insert was severely bent, indicating excessive force was likely applied to the tip of the instrument. The lot identification was unknown for this item, but the manufacture estimated this device was manufactured prior to may 2009. Since the device was returned as a preventative measure no patient was involved.

Manufacturer narrative:
This product is used for treatment and not for diagnoses.